Event description:
The caller reported that on (B) (6) 2010, an 8perc tracheostomy tube from a cook kit was placed in the pt. On (B) (6) 2010, it was discovered that the tracheostomy tube would not hold air and a pilot balloon repair kit was used. Four days later, the repair kit was not maintaining air in the cuff and the staff tried to use another repair kit but was not successful. On (B) (6) 2010, the 8perc was removed and the pt required recannulation with an 8dct. The lot number of the tube is unk.

Manufacturer narrative:
The manufacturer has notified the FDA of the recall on 04/13/2010.